Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and passed. A pairing test with the (B)(4) bluetooth device was performed and passed as it was possible to download the transmitter log during the test. Share data log was reviewed and a failed transmitter error was not observed within the investigation window. The reported customer complaint was not confirmed. The root cause could not be determined post investigation.